Event description:
The customer contacted the company's customer experience team via email to report that they were experiencing difficulty removing the device and sought medical assistance for removal after it had been in place for approximately 20 hours. The event occurred the first time the customer used the device. The customer stated that they had sexual intercourse while the device was inserted, and that they tried to remove the device for approximately eight hours before seeking medical assistance at an urgent care center. The customer stated that the nurse practitioner at the urgent care encountered some difficulty removing the device, but they were eventually able to successfully remove the device. The customer stated that the device broke when it was removed, however, no adverse symptoms were reported by either the customer or the nurse practitioner after removal of the device. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.